Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the connector broke inside the ilet device and could not be removed. The highest recorded blood glucose (bg) during the event was 400 mg/dl. The user administered 5 units of humalog by manual injection and was able to remove the broken connector with tweezers. Insulin delivery was resumed after the cartridge was removed. The device provided a high bg alert. No medical intervention was required.